Manufacturer narrative:
(B)(4). The customer returned one 18-ga introducer needle for analysis. Signs of use in the form of biological material were observed on the introducer needle. One vertical crack was observed on the needle hub. The customer report of a crack in the clear plastic section was confirmed by visual analysis of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed by complaint investigation. Visual analysis revealed a crack in the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The reported needle hub was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "they were inserting a central line and found the 18ga needle to be cracked at the clear plastic housing section." A new kit was used. There was a delay to care. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "they were inserting a central line and found the 18ga needle to be cracked at the clear plastic housing section." A new kit was used. There was a delay to care. The patient's current condition is unknown at this time.